Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 300 mg/dl using his breeze2 meter. His glucose was retested using another meter and the reading was 92 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.